Event description:
It was reported by the customer that on (B)(6) 2010, the fiber worked and suddenly there was a burning smell and the tip of the fiber burned at an unk amount of joules. Also, it was reported that the fiber tip (cap) was not cleaned during the procedure.